Event description:
It was reported that a spectrum pump had an unidentified issue. It was reported that the pump was being used at the time the unidentified symptom occurred. It was also reported there was no patient injury. The device was received with a tag stating "error not closed when door is closed."

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom. Evaluation experienced a door not fully latched message caused by a damaged upper link switch. The upper auxiliary assembly, which contains the upper link switch, was replaced.